Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for a total of two patient samples tested for the elecsys pth stat immunoassay (pthstat) on a cobas e 411 immunoassay analyzer (e411). Of the two samples, one had an erroneous initial result that was reported outside of the laboratory. Liquid level detection alarms were occurring on the analyzer during the time the samples were tested. The sample initially resulted as 33.01 pg/ml and this value was reported outside of the laboratory. The doctor questioned the result, so a new sample was collected from the patient and tested. The new sample from the patient initially resulted as approximately 150 pg/ml on (B)(6) 2017. Both the original sample and new sample were repeated twice on (B)(6) 2017. The original sample was repeated when it was past the sample stability duration allowed in product labeling. The original sample repeated as 107 pg/ml and 111 pg/ml. The new sample repeated as 154 pg/ml and 155 pg/ml. The repeat results were believed to be correct. The patient was not adversely affected. The pthstat reagent lot number was 18500502, with an expiration date of 01/31/2018. The field service engineer found that the sample probe had corrosion spots at the solder joints. The customer was also using non-roche cups on top of 13 mm tubes for quality control testing and for testing some patient samples. The last liquid flow cleaning maintenance performed on the instrument was on 07/22/2017. He replaced the sample probe and adjusted the liquid level detection voltage to specifications. He performed probe adjustments. He advised the customer on the tube and cup types recommended for use on the analyzer. He set up tubes for use with current quality controls, so that customers can run controls in cups on top of these tubes. He ran performance testing and this passed. He ran quality controls for all tests and these passed.

Manufacturer narrative:
The field service engineer checked liquid level detection and this was within specifications. The source of the corrosion on the probe could not be identified since no evidence of the probe issue (photographs) could be provided. The issue was determined to be caused by a use error since the customer was not using roche manufactured micro-cups and did not perform liquid flowpath cleaning maintenance as required in product labeling. There was no evidence indicating a systemic failure of a roche product.